Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number h13k22114. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient started treatment with vancomycin (intraperitoneally, dose and frequency not reported) for peritonitis. The peritonitis was due to the patient¿s medical history of diabetes. The patient recovered from the peritonitis after 20 days. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13k22114 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.